Event description:
It was reported that pump experienced recurring malfunction alarm with code malf 12, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump while relying on multiple daily injections or alternate method if needed, and tandem technical support arranged replacement pump shipment.